Event description:
It was reported that the patient contacted support requesting additional continuous delivery devices and connectors due to repeated occlusion alerts. The patient initially did not have access to the lot numbers but later provided the connector lot number 31500 and the continuous delivery device lot number 6004907. Blood glucose levels were reported to be currently unaffected. It was further reported that the patient later contacted support stating that the luer connectors had not been received, and it was determined that the connectors were not included with the infusion set order. An additional order was arranged to be sent to the patient. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.